Manufacturer narrative:
The device was explanted and a return request was made for this product.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was returned and detailed analysis is pending.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.35v and charge times of 17.7 seconds but had not yet declared the elective replacement trigger (ert). Upon interrogation the needle shows the ert indicator at or a very little above the ert line. Technical services reported that ert had clearly been met and advised that the device be replaced as this patient was ablated in the past and was device dependant . This device is included in the shortened replacement window advisory. It was reported that the patient did have a history of radiation bead therapy about three months ago. Further engineering analysis of the data noted that there was an oscillator deviation fault code declared over three months ago. Daily tasks had not appeared to have occurred since a few weeks after the fault code. Since the daily tasks were not occurring normally, the battery status had not been advancing as expected. It was concluded that given the amount of detected memory corruption, faults, and the behavior of the hardware it was doubtful that the ICD was capable of delivering any beneficial therapy (brady or tachy) and again it was advised to replace this ICD as soon as possible. The patient was admitted to the hospital on telemetry and was to have a device change-out the following day. No adverse patient effects were reported.

Event description:
--